Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 78,928 joules 11:05 minutes while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be forward-firing. The fiber tip/cap was cleaned during the procedure.. The fiber was replaced and the procedure completed using a second side-firing surgical fiber. Patient outcome: "ok" - there was no patient injury reported.